Event description:
A falsely depressed ctni result of 0.0 ng/ml was obtained on the stratus cs analyzer. It is unk whether the result was reported to the physician. The same specimens were tested on an alternate analyzer with a result of 0.9 ng/ml. A repeat test was conducted on the stratus cs and a test result of 0.58 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed ctni result. Analysis of instrument performance indicated the incident was caused by a rotor belt tension problem.

Manufacturer narrative:
There is no product to return for evaluation. Analysis of instrument performance indicated the incident was caused by a problem with the instrument's pump.